Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015 due to fixation failure. The patient also had complaints of pain and instability. It was also reported that three distal cortex screws were pulling out of the bone. The patient was initially implanted with one 3-hole 3.5 mm locking compression plate (lcp) proximal humerus plate, eight 3.7 mm cannulated locking screws and three 3.5 mm cortex screws on (B)(6) 2015 to treat a three part proximal left humeral fracture. The 12 implants were removed from the patient during the (B)(6) 2015 revision surgery. The implants were removed easily and without additional intervention or unanticipated surgical delay. The patient was successfully revised with a 7-hole 3.5 mm lcp proximal humerus plate and associated hardware. The patient¿s outcome was reported as ¿good.¿ this report is for one unknown 3.5mm cortex screw self-tapping. This is report 3 of 12 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 3.5mm cortex screw. Partial part number was reported as 204.8xx. This partial number was enough to associate the product family as belonging to synthes 3.5mm cortex screw self-tapping (length unknown), 510(k) k112583, product device code-hwc, common name-screw, fixation, bone. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.